Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances. The shock impedance trend has been increasing. Isometrics and x ray analysis for appropriate pin insertion to be thorough and also to rule out integrity issue were recommended. A defibrillation threshold test was recommended in case the vector was changed. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.